Event description:
It was reported that the patient presented in clinic. The right ventricular (rv) lead had high capture thresholds. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures, however internal shorting was noted due to damaged inner coil lumen. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.